Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a video assisted thoracoscopic wedge resection for lung nodules, patient had been identified with small median pneumothorax. Chest tube was placed to resolve the issue. Patient had extended hospital stay of 2 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.